Manufacturer narrative:
Block e1: facility name: (B)(6). Phone: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The speedband superview super 7 device was returned for analysis, and visual inspection revealed that the ligator housing still contained five bands, with one band found damaged and overlapped. Media inspection of the pictures provided by the customer also confirmed the presence of a damaged and overlapped band. The handle, however, was not returned, limiting the ability to perform a complete functional evaluation. No additional findings could be confirmed with the returned components. The reported event of bands failure to deploy could not be fully confirmed with the product return due to incomplete device availability. A risk review was completed and verified that bands failure to deploy is a known event defined in the risk management documentation of the product and has been accounted for during product risk analysis to support acceptable risk benefit for the product. The current observed complaint rate remains below the commercial rate threshold, indicating acceptable risk performance. The labeling review confirmed that the instructions for use (IFU) contain adequate information, and there is no evidence suggesting improper use or labeling deficiencies. However, the absence of the handle prevents determination of whether a device malfunction contributed to the issue, and the available evidence is insufficient to identify a procedural cause. Therefore, due to incomplete evidence and inability to determine a definitive contributing factor, the most probable root cause for this event is classified as cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. According to the complainant, during the procedure the first two bands deployed successfully, but the subsequent bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: facility name: (B)(6). Phone: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. According to the complainant, during the procedure the first two bands deployed successfully, but the subsequent bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.